Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
It was reported that patient deceased due to pulmonary failure on (B)(6) 2024. There was no allegation, suspicion, or doubt suggesting the death was product-related. However, an electronics performance indicator (epi) alert was received by the clinician on 29 sep 2024. Further information was requested, but not yet available.